Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the customer's allegation was confirmed. Based on the results of the investigation, e224 error occurred because communication failure occurred due to faulty connector. E224 error occurs when an abnormality occurs in the communication between the endoscope and the processor. (¿troubleshooting: troubleshooting guide¿, otv-s400, instruction manual, chapter 9, section 9.2.). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿do not hit or bend the electrical contacts on the video connector. The connection to the video system center may be impaired and faulty contact can result.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of error code e224 was confirmed due to a bad connector. The device evaluation also found a faded rear cover. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the camera head had an error code e224. The issue was found during preparation for use. There were no reports of patient harm.